Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a device check was needed due to the patient receiving inappropriate shocks. Right ventricular (rv) lead testing showed an increase in pace impedance measurements, which were not out of range. An increase in pacing thresholds was also noted, as well as noise. The patient had received eleven shocks and twenty eight burst of anti-tachycardia pacing (atp) which showed noise on the ventricular electrocardiogram. The device therapy was turned off and a follow up was booked. Additional information received noted that a revision took place as a rv lead fracture was alleged but not confirmed. The device was explanted and the rv lead were surgically abandoned as the vessels were occluded. The right atrial lead was also abandoned with no failure or allegations. No device was needed by the patient as the patient was paced less than 1% of the time in the right atrial and right ventricular channel. No additional adverse patient effects were reported.